Event description:
Equashield female and male luer parts were connected to the IV tubing, but chemotherapy drug would not infuse. Adjustments were made without success. The device was removed and infusion ran without further problems.======================manufacturer response for equashield, equashield (per site reporter)======================still attempting to correct.